Manufacturer narrative:
The investigation determined that lower than expected vitros k+ quality control results were obtained after calibration of an existing lot of vitros k+ reagent. The investigation determined that the lower than expected vitros k+ quality control results were associated with an atypical calibration. The investigation could not determine a definitive root cause for the atypical calibration. User error related to improper calibrator reconstitution, an instrument or reagent related issue cannot be ruled out as contributing factors. Expected performance was observed following calibration of the existing vitros k+ lot using an alternate vials of the same lot of calibrator fluids.

Event description:
A customer obtained lower than expected vitros k+ quality control results using a vitros 350 chemistry system. The following results were obtained: qc fluid biorad 2 = 5.6, 5.2 vs. An expected result = 6.64 mmol/l; biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were run during the time frame of the event. There was no report of patient harm as a result of this event. (B)(4).